Manufacturer narrative:
Inspection of the returned device revealed that the bar was deformed, causing misalignment of the blade and resulting in the uneven space and the faulty "0" setting observed by the user. This type of deformation and misalignment would require a strong impact to the device, perhaps due to improper transport or falling. Probable cause identified as improper handling, in addition to lack of routine device inspection by user prior to device reuse.

Event description:
During surgical use, the following device problems were observed: existence of a space even when the device is set to "0"; uneven space. It was therefore impossible to produce skin grafts of consistent thickness adequate for transplantation.